Manufacturer narrative:
(B)(6). (B)(4). Products with multiple catalog numbers were implanted in the procedure including: product ID: 5530030 qty(B)(4), product ID: 7078396 qty(B)(4), product ID: g8115539 qty(B)(4), product ID: g869h021 qty(B)(4), product ID: 55740004540 qty(B)(4), product ID: 55740005535 qty(B)(4) product ID: 55740005540 qty (B)(4), product ID :55740006535 qty (B)(4), product ID: 55740006540 qty(B)(4), product ID: 55740007540 qty(B)(4). It is unknown whether these products caused the reported event(infection), we are filing this MDR for notification purposes only. Neither the device nor applicable imaging devices were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, patient underwent plf surgery at th10-l4 levels for l1 burst fracture (alignment was corrected with ari due to malalignment and obtain improvement comparing to pre-operative status). Postoperative infection was developed so site was irrigated on (B)(6) 2015.